Manufacturer narrative:
The insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify motor error alarm due to compromised force sensor system alarm. The motor was tested outside of the device and passed. Pump received with cracked battery tube threads noted.

Event description:
The customer reported via phone call that insulin pump had motor error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.